Manufacturer narrative:
(B)(4). B5: describe event or problem - correction h2: type of follow up - correction. H6: correction.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Date of event is an approximation. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.